Event description:
User called into emergency support program line to request and report issue during use sensation plus intra aortic balloon (iab) had unable to calibrate alarm, arterial line quality and supraoptimal augmentation on an axillary inserted balloon. There was no harm or injury reported.

Manufacturer narrative:
Additional initial reporter: (B)(6).